Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that halfway during the first treatment pass, the aquabeam robotic system generated an "e22 - motorpack" error and multiple other unspecified errors. Troubleshooting the aquabeam motorpack did not resolve the issue. A second aquabeam handpiece was used which resolved the issue. The reported event caused a surgical delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.11 additional manufacturer narrative the aquabeam handpiece was returned for investigation. A replacement handpiece was provided to the account as a part of warranty replacement. Functional testing was able to replicate the reported e22 error, which could not be cleared. The handpiece was deconstructed and observed under magnification. Salt deposits were evident on the resistors and the ribbon cable junction on the sensor board, indicating fluid ingress. Zooming out of the insides of the handpiece, the probe seal was observed to be detached from the manifold. This seal prevents fluids from reaching the sensitive electronics of the handpiece. This seal being detached caused the fluid and bioburden to reach the sensor board, which shorted and damaged the handpiece and caused the constant e22 error. The root cause is related to manufacturing as the probe seal failed to remain in place. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 24c00112/290 was conducted, which confirmed there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specificiations when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.